Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method or another unspecified meter. The customer was not able to clarify this information. The customer tested on the meter at 9:39 a.m. With a result of 4.3 inr. The customer reported this result to her physician. The result from the laboratory or another unspecified meter at 10:00 a.m. Was 3.3 inr. The customer tested again on the meter at 10:37 a.m. With a result of 4.1 inr. The customer used a new finger for each meter test. The customer's warfarin dose was held for 1 day based on the result of 3.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No medical treatment was necessary. No adverse event occurred. The customer feels ok. The customer has not cleaned the meter. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medication, has no changes to her diet, has not been ill and has no symptoms of high inr. The meter and test strips were requested for investigation. Retention test strips (lot 297787) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The patient's meter and strips were returned for investigation and tested with qc material: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The corresponding retention material complies with specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.